Manufacturer narrative:
(B)(4).

Event description:
This event was originally reported as part of the medwatch with submission number 1823260-2016-01759. Additional information was received regarding the testing the customer performed with the replacement meter. The original information that was previously reported stated the testing was performed on approximately (B)(6) 2016. The additional information received clarified that the testing was actually performed on (B)(6) 2016 and a different lot number of strips was involved. The result from the replacement meter serial number (B)(4) was 1.8 inr. The customer tested with his meter serial number (B)(4) five minutes later on a different finger and the result was 1.1 inr. The customer believed the result of 1.8 inr and reported it to the doctor. The patient was not adversely affected. The meter and strips were requested to be returned. The customer's normal range is 2.0 to 3.0 inr. The customer had no hematocrit issues. He only takes coumadin for his inr. The customer had no antiphospholipid antibodies. The customer was not suffering from an autoimmune disease and had no renal or liver insufficiency.

Manufacturer narrative:
The returned meter and test strips were tested with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.6 inr and 3.1 inr. Donor hct: 48% and 52%. Testing results: donor 1: masterlot / customer meter and masterlot/ customer strip and retention meter 2.6 inr / 2.5 inr/ 2.5 inr. Donor 2: masterlot / customer meter and masterlot / customer strip and retention meter 3.2 inr / 3.1 inr/ 3.0 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and retention material met the specification. Relevant retention test strips (lot 206464-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and the retention samples were acceptable.